Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead perforated the heart wall in the atrium. Additional information indicates that the perforation was confirmed thru an x-ray and 2d echo. This ra lead was explanted. No adverse patient effects were reported. Should additional information be received, this file will be updated. The event and explant dates provided do not make sense so they were left off of this report.